Manufacturer narrative:
Internal reference: (B)(4). The complaint device has not been returned to the manufacturer; therefore, a device evaluation has not yet been performed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the tip of the wire was kinked when the physician was handling the wire in the artery. The second wire functioned as intended and accomplished the ffr procedure. Further information was obtained and the physician indicated that there was no damage to the wire prior to the insertion into the patient's body. The wire was trapped at stent or calcification in the lesion and the physician felt resistance but the wire did not get stuck. There was no intervention performed and no adverse event or patient injury occurred due to the event.